Event description:
Caller reported that there was damage to the pump housing and usb port, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The customer treated their glucose levels with mdi and was instructed by technical support to put the pump into storage mode prior to returning it. A replacement pump was arranged to be sent, and the customer was advised to return the damaged pump using a pre-paid label. The resolution involved verification of the shipping address and the customer acknowledging the instructions provided by tandem.